Event description:
It was reported difficult deflation was encountered following the first inflation during a tansjugular intrahepatic portosystemic shunt procedure. The balloon catheter was removed from the shunt area to the neck where a needle was inserted percutaneously to puncture and deflate the balloon. The pt has since been discharged. This device has not been received for evaluation. Therefore, no failure analysis is available. Co's attempts to gain further details with regards to the circumstances of this event have been unsuccessful. Without evaluating the device and without further details about the event, co is unable to determine the cause for this event.